Event description:
No additional event information is available at the time of this report.

Event description:
It was reported that the patient experienced intense pain overnight post gel-one injection. Another steroid injection was used and everything was normal later. No additional patient consequences were reported.